Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). The device was returned to medtronic for investigation. Due to the reported condition and the lot number of the reported and returned device, an investigation was not performed as it is addressed in corrective action preventative action (CAPA)# (B)(4). The CAPA was opened to address the trocar pin/needle of the delivery system not being deployed as designed, which resulted to the failure of bravo capsule attaching to the esophageal mucosa. The CAPA was deemed effective on november 22, 2012. This supplemental MDR is being filed late as part of a remediation effort under CAPA (B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for three years. No known adverse events were reported.